Event description:
It was reported that while trying to open the package, the nurse was pricked by one of the pins. She had minor bleeding and was able to continue with the procedure.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation as conducted and insufficient information was provided to perform a thorough medical investigation therefore a root cause cannot be concluded. The nurse impact was the reported minor bleeding from the trochar pin-prick, however, required no medical intervention and was able to continue with the procedure. The patient impact was reportedly a minor 10 minute surgical delay without procedure deviation. No further harm or impact is expected due to the reported event. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.